Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Six (6) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative infection and dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: complaint #(B)(4) (ethicon's complaint# (B)(4)); item #sxmd1b405 stratafix spiral pga-pcl knotless tissue control device; sh 2-0 monoderm 20cm, lot unknown.

Event description:
It was reported that 8 days post op a rotator cuff repair, the patient presented with signs of an infection. The surgeon states that the wound was "opening" once the dressing was removed. The surgeon reopened the wound all the way and it was noted that the suture was completely gone. The wound was reclosed with a nylon suture. The patient was restarted on antibiotics. There is no additional information. (B)(4).